Event description:
It was reported that during a low rectum resection procedure, the surgeon proceeded and found that the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had infectious disease, sample had been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.